Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all new patients and orders were not crossing over to all the stations. A technical support specialist identified an error and restarted the service, after which the queued messages began to drain. The customer confirmed that patient records had started to appear again. Once the draining process completed, tss dialed into the server and applied knowledge article (ka) - fa mms 25-5334 & 25-5335 delayed and missing patient and/or order information & observer tool as a permanent fix. The observer tool was installed successfully, and the customer verified that everything was functioning properly. The issue was resolved, and the customer granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, new patients and orders were not crossing over to all machines, resulting in all machines being set to critical override. The customer reported that the issue was also affecting another facility and stated they were unsure whether patients and orders were appearing on the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.